Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are around 103-120mg/dl fasting. Blood glucose test performed at the time of the call gave result of 534mg/dl. Back to back blood glucose tests at the time of the call gave results of 424 and 433mg/dl. Last results in memory are 534mg/dl (more than two hours after a meal), 97mg/dl, 379mg/dl, 224mg/dl, and 316mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (534) and the lowest normal result (103) is located in zone d. No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer normal results are around 103-120 mg/dl fasting. Blood glucose test performed at the time of the call gave result of 534 mg/dl. Back to back blood glucose tests at the time of the call gave results of 424 and 433 mg/dl. Last results in memory are 534 mg/dl (more than two hours after a meal), 97 mg/dl, 379 mg/dl, 224 mg/dl, and 316 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (534) and the lowest normal result (103) is located in zone d. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.